Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0504 captures the reportable event of seal biopsy valve leak/splash.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2025. During plastic stent replacement, a sudden and forceful leakage of bile occurred from the seal biopsy valve. The procedure was completed using a different device. There were no patient complications reported as a result of this event.